Event description:
Physical therapist stated a pt received a 2nd or 3rd degree burn afte a 20-minutes treatment with electrodes in conjunction with an interferenctial unit. It was unk if medical intervention was necessary to treat burn.